Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to multiple grasping attempts in conjunction with patient conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 3, friable leaflet, and dense chordae. A triclip xtw was inserted, but after grasping attempts, a small floating structure was observed in the right atrium (ra), which was identified a chordae damage. As the tr could not be reduced, the clip was removed from the patient and the procedure was discontinued.